Event description:
An ocd lab specialist (ls) observed a repeatable positively biased troponin I result for a pt sample tested using vitros troponin I es reagent on a vitros eci analyzer. The result did not match results obtained with an alternate method for measuring troponin I. Quality control results were within acceptable ranges. The lab did not report the biased vitros result and there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the issue was related to one pt with a repeat of the same sample thus two occurrences. The testing was performed in early 2008. The investigation concludes that elevated troponin I results were obtained from two testing events collected from one pt and using the same sample. The vitros trop I es results are inconsistent with previous troponin I results generated with an alternate assay performed on the same sample. No analyzer malfunction has been identified. No pt sample remains, therefore, no add'l testing can be performed. No pt treatment was initiated or altered as a result of this event and there was no allegation of harm as a result of this event. No definite root cause can be determined for this event.